Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument version was corrected to 470179-19. Images were provided for review and confirm the instrument ID via housing. An image of the entire instrument was provided but could not confirm any damage to the instrument due to image quality. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.